Manufacturer narrative:
The reported events were lead dislodgement and high threshold. The reported event of high threshold was not confirmed. A complete lead was returned in one piece for analysis. The measured helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead did not find any anomalies with the exception of damages consistent with that occurring at time of explant.

Event description:
During follow-up, an increased capture threshold was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed that the rv lead was dislodged, so it was explanted and replaced. The patient's condition was stable following the procedure.